Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had battery out limit alarm during normal use. The customer blood glucose level was 443 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer reports they were able to clear the alarm. Customer able to complete rewind. The device will not be returned for analysis.